Manufacturer narrative:
Device remains in the patient. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with our post-market experience. Determined that no investigation of the individual events is necessary based on comparison with approved device trends. A thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-l total disc replacement surgery.

Event description:
This patient is a participant in a study, and experienced this event post approval. Patient with a history of back pain for greater than one year was previously treated with medication (narcotics, non-narcotics), injections and physical therapy. Patient underwent placement of prodisc-l at l4-s1. Patient was evaluated at 6 wks, 3 mos, 6 mos, 12 mos, 24 mos and 36 mos. Patient reported increased back pain and underwent multiple pain management maneuvers which failed to provide relief. Patient underwent posterior lumbar instrumentation and fusion and the prodisc was left intact. This report is #1 of 3 for the same event.